Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a neurostimulator trial patient. Information was reported that a patient had a trial implanted today and his doctor told him to increase his stimulation until he could feel it and leave it. The patient called for guidance on using patient programmer (pp). Patient stated he could not feel stimulation and tried to increase. As patient was increasing stimulation on the call, the patient described seeing upper limit screen. Then the patient mentioned he had moved and began to feel stimulation in right leg. The patient stated he is supposed to feel stimulation in back and left leg. The patient mentioned he is in a lot of pain in his back from the implant. The patient also mentioned that his doctor told him that he might not feel anything yet, and that his healthcare professional ¿did everything that had to be done on his side¿. No further complications were reported. No additional symptoms were reported.